Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically compressed. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted that the helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement difficulty of the right ventricular (rv) lead during the implant procedure. Adequate sensing could not be achieved despite multiple rv lead repositions. After multiple repositioning attempts, the helix of the rv lead would no longer extend. The rv lead was removed, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.